Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported malfunctioning atrial sensitivity. The epg passed all incoming functio nal tests. However, analysis noted that the lower case was broken, the output connector assembly was broken, the on/off button is soft on the keypad, and two case screws were contaminated. All found defective part were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) atrial sensitivity was malfunctioning. The epg was returned for service. There was no patient involvement.